Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
It was reported the procedure was being performed in the emergency department. During insertion of a central line, the spring wire guide broke. No additional info is available per the physician.